Manufacturer narrative:
On (B)(6) 2011, a 21mm sjm trifecta valve was implanted. On (B)(6) 2021, the patient presented with dyspnea and nyha iii heart failure. On (B)(6) 2021, a valve in valve was performed due to stenosis. A 23mm evolut r valve was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 21mm sjm trifecta valve was implanted. On (B)(6) 2021, the patient presented with dyspnea and nyha iii heart failure. On (B)(6) 2021, a valve in valve was performed due to stenosis. A 23mm evolut r valve was implanted. The patient was reported to be in stable condition.